Manufacturer narrative:
The unit involved in the incident will be returned to the manufacturer for investigation.

Event description:
The surgeon complained that the eva would not drive the cutter during the procedure and the system had to be repaired before it could be used. As a result, the surgery had to be aborted and re-scheduled for the following day. The patient had already received anaesthesia and incisions had been made when the surgery was aborted.

Manufacturer narrative:
With regard to this complaint, an eva vitrectomy module was received for investigation. Investigation of the returned module revealed that one of the cutter valves got stuck from time to time and therefore could not close and open properly. Though the eva system can pass the priming phase, the cutter may not be activated properly due to the sticking valve. A DHR review did not reveal any anomalies and the product was released according to its release specifications. Also a historical review of the complaint database indicated that no similar complaints have been logged on the eva surgical system subject to this reported event. Based on the information available, it was determined that this event occurred due to a random component failure of the a valve inside the vitrectomy module. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends.

Event description:
The surgeon complained that the eva would not drive the cutter during the procedure and the system had to be repaired before it could be used. As a result, the surgery had to be aborted and re-scheduled for the following day. The patient had already received anaesthesia and incisions had been made when the surgery was aborted.

Manufacturer narrative:
The unit involved in the incident will be returned to the manufacturer for investigation. No corrective or preventive actions can be implemented until the investigation has been completed. The device has not yet been returned to the manufacturer. Reminders have been sent. The investigation will be completed after the device has been returned to the manufacturer.

Event description:
The surgeon complained that the eva would not drive the cutter during the procedure and the system had to be repaired before it could be used. As a result, the surgery had to be aborted and re-scheduled for the following day. The patient had already received anaesthesia and incisions had been made when the surgery was aborted.